Event description:
It was reported the customer received a button error alarm. Customer also reported receiving a battery out limit alarm. The customer also stated their keypad was unresponsive. Customer stated their insulin pump froze during a bolus delivery and a battery out limit alarm occurred after. The customer's blood glucose was unknown. The customer stated the button error alarm occurred after the battery out limit alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded damage keypad traces. The pump was received with normal operating currents. The pump also had minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.